Event description:
It was reported that the device "didn't work'. It was later reported that the device was used on a pt and leaked. There was no pt injury. Additional information was requested but no additional information was provided. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
Final device investigation found that the sleeve of the device was returned in good visual condition. The obturator was not returned. Upon evaluation, the sleeve was tested for leaking. The sleeve did not hold full pressure when tested without the test obturator inserted, but showed no signs of leaking when the test obturator was inserted. The insufflation port and stopcock lever were securely fastened and had sufficient friction to prevent unintended movement. As no packaging was returned, the device history record could not be reviewed.